Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer stated that she was getting no delivery alarms prior to event, and requested to have the insulin pump replaced. Nothing further was reported.